Event description:
It was reported from (B)(6) that the patient experienced a single electrical fault alarm. Preliminary analysis of the log files confirmed the electrical fault and showed a couple of additional "reactivation" events. A manufacturer's representative went to the site on (B)(4)2015 to inspect the driveline connector. "An abnormality regarding the alignment of the rear nut on the driveline connector was noticed. It looked slightly out of [alignment]. The gap between the rear nut and the front portion had a wider gap on one side than expected. The nut was completely fixed and not loose. It could not be turned." Visible contamination, which was a dark greenish substance, was found within the driveline connector and the controller connector showed a darkening of the pins. A cleaning procedure following manufacturer's specifications was conducted to remove the contamination and clean the pins as best as possible. The cleaning procedure required the pump to be stopped a total of three (3) times for approximately one (1) minute each time. The patient tolerated the pump off time well however the ventricular assist device (vad) coordinator requested a pause of ten (10) minutes between pump stops because "they did not like the waveform seen on the monitor." The controller was also taken out of service due to contamination within the controller connector. The patient was provided with a new controller to be used as the back-up device. There was no reported patient injury as a result of this event. The driveline remains implanted and connected to the pump. The controller will reportedly be returned to the manufacturer but has not been received as of the date of the transmission of this report. This MFR report is one of two related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00496 and 497) submitted for devices related to the same patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage; functional testing revealed that the device performed per specifications. However, pictures sent by the field service engineer confirm the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed electrical fault alarms on the date of the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. Clinical processes and subsequent handling of the driveline may have contributed to the reported event. The most likely root cause of the reported event is foreign material contamination within the driveline connector. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. This is one of two reports (3007042319-2015-00496 and 2015-00497) submitted for devices related to the same event.